Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting an error code 1009 (vent-inop): pressure regulation high message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer just replaced the flow sensors assembly that was addressed on another record, and now he is getting the error code 1009. The rse instructed the customer to check the tubing from the flow sensor assembly to the gas outlet. The customer verified the tubing were crossed. The customer properly connected the proximal and main tubing, the unit did not reproduce the code 1009 which resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.